Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the patient line tubing before the luer lock. The customer reported a blood glucose (bg) level of 146 (mg/dl). A correction bolus was delivered to address bg levels. The customer performed the fill tubing process with new tubing and the issue was resolved.